Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. Troubleshooting activities were performed by a hillrom technician, however a root cause for the issue was not determined but it was considered to be due to a network problem. All lost devices were physically moved from the 8th floor to another location to be reintroduced to the network. Once plugged in, the device obtained an ip address. The devices were then moved back to their original location and upon reinstallation, the nurse call system remained connected to the network and alarms cleared. The above activities cleared the following issues: lost remote control board (rcb) call, lost unit server, and call lights not working correct on the 8th floor. In this event, a code blue call was not seen but the patient was not injured. If the reported event of the entire nurse call system being down and a missed code blue call were to recur, it would be likely to cause or contribute to a death or serious injury.

Event description:
The customer reported the entire nurse call system, including code blue calls, were not working on the 8th floor west. The customer stated a code blue call came in and the alert was not seen. The customer confirmed there was no patient injury associated with the reported event. This incident was captured under hillrom complaint ref (B)(4).